Event description:
Resident began suturing uterus closed at approximately 20:55 with an ethicon 0-vicryl ctx suture when noticed the tip of the suture was bent entirely and unable to be used. Suture was removed from the surgical field and replaced with new suture.